Event description:
It was reported the device alarms air in line when there is no air in the line. No patient injury was reported.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the labels and general physical condition were all intact upon receipt. Error codes were found in the ehl (event history log) multiple times. The customer reported problem was duplicated during the investigation. The root cause of the reported problem could not be determined. Recommended that a faulty air detector be replaced. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: catalog number: 21-6400-51, d4: correction: model number: 6400, d5 and e4: correction: unknown, no information was received.